Event description:
Event description cpi received information that this implantable pulse generator (ipg) 'did not function after connection of the ventricular lead'. The lead functioned with an 'external stimulator'. The ipg was reconnected to the lead, but still 'did not function'.